Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, however, it was found that the image disappeared at an angle. The hard tube was discolored, and the adhesive on the bending section cover was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the endoeye flex deflectable videoscope presented an image error and noise on the monitor. The issue occurred occasionally when connected to the system. Connection and disconnection was implemented. No patient injury or procedure impact was reported. During the evaluation of the device, it was found that the noise issue was due to a failure of the imaging unit, and images were temporarily unavailable. This report is to capture the reportable malfunction of the noise on the display and the temporary unavailability of the image found at estimation.